Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, guide wire coating peeling occurred. A jag precursor 035/450 ang guide wire was advanced through an unspecified scope when it was noticed that the coating of the guide wire appeared to be coming off "in thin strands" along the mid-shaft. The coating did not detach from the guide wire. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".